Event description:
Healthcare professional reported ruptured device. The device was explanted and replaced with a non allergan device. This record is for the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow encapsulation were observed on the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured device. The device was explanted and replaced with a non allergan device. This record is for the left side.